Manufacturer narrative:
(B)(4). Date of event: estimated. Date implanted: estimated. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. There was no reported device malfunction and the device delivery system was not returned. The reported patient effect of thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a routine conversation with the physician, it was stated that sometime post stent implantation, the patient presented with in-stent thrombus. It was unknown for sure what stent was implanted, but it may have been an abbott xience alpine. The physician was not sure of the name of the stent or the manufacturer of the stent. Revascularization was performed using a non-abbot stent, with a successful outcome, resolving the event. There was no reported adverse patient sequela. No additional information was provided.